Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump was received with crack on top right corner near display window, crack reservoir tube and window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was performed. The device was returned for analysis.